Event description:
The cdc is advising hospitals to notify patients who underwent open-heart (open-chest) surgery involving a stöckert 3t heater-cooler that the device was potentially contaminated with a rare bacteria mycobacterium chimaera, possibly putting patients at risk for a life threatening infection. Manufacturer response for heater-cooler for bypass machine, sorin stockert heater-cooler 3t, (per site reporter): they already knew.